Event description:
It was reported that during a gastric bypass procedure, it was impossible to reload the cartridge. The 4 first reloads were introduced without problem but, it was impossible to introduce the fifth. It seemed that the metallic part of this reload was jammed into the device. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Eval summary: the analysis results showed that one device was returned with no visual non-conformance's and with cartridge pan inside the channel, it is possible that the cartridge was not properly loaded on the device, causing the damaged to the pan. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the test cartridge was loaded without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process. A cartridge pan found inside the channel.